Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with d&c, hysterectomy and endometrial ablation due to abnormal uterine bleeding, sui and pelvic pain. It was reported that patient underwent tlh w/da vinci assistance w/ovarian preservation on (B)(6) 2011. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems and bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, urinary retention, urinary leakage, urgency and frequency with urination and chronic abdominal cramping, difficulty bowel movements, mesh erosion, protrusion, pungent vaginal odor and discharge. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.